Manufacturer narrative:
(B)(4). An ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. The device shaft was severely bent. The device shaft bowed during a failed deployment attempt. However, it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damage noted with the returned device is consistent with the application of excessive force. The cause of the reported device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal distal release covered stent was to be used during an oesophagogastroduodenoscopy procedure performed on (B)(6) 2016. According to the complainant, the ultraflex esophageal stent failed to deploy. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.